Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, d1, g3, h2, h3, h6. The reported event was confirmed via product return; visual examination found the distal surface to exhibit damage and the locking features to be flared out. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown tibial tray: catalog#ni, lot#ni. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted. H3 other text : see h10 narrative.

Event description:
It was reported that during an initial right total knee arthroplasty, the surgeon was unable to lock the articular surface into place on the tibial baseplate after multiple attempts. A second bearing was retrieved to complete the surgery and was successfully placed. There was no patient impact and no adverse events have been reported as a result of the malfunction.